Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found: bent video connector pin causing no image with ltf-vh scope, front panel housing damaged, and no image due to failures of the video cable connectors. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center could not connect to the cv camera. The event occurred during a cystoscopy with possible ureteroscopy procedure. It was reported that the procedure was approximately two (2) mins delayed but was successfully completed using similar device. There was no patient harm or user injury reported due to the event. Additional information received from the customer that on a weekly basis there have been random experience events with the device not recognizing the camera when plugged into the tower. However, additional information received from the customer stating that it is uncertain when in the past week the event had occurred. Additional report will be submitted to address the event for the unspecific date. The customer reported that during troubleshooting the surgical tech gave the end of the camera cord to the nurse who tried to connect the cord with the video tower, as well as connecting the light cord to the appropriate box but the device screen did not show any picture. It was reported that the nurse then took the camera end out of the video tower, wiped it down and pushed it back in the tower as part of the trouble shooting process. The nurse then tried to click the lever on the video box to get the camera to lock appropriately but was unable to solve the issue. The customer rep then came in, assessed the device, and advised that the customer sent in the device for repair due to damaged internal chip.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a connecting failure of the video connector and no image being displayed due to a bent video connector pin inside the connector socket. The specific root cause of the bent video connector pin could not be determined at this time. The front panel was found to be damaged as well; however, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.